Event description:
End-user reported the smartdrive device became unresponsive when they attempted to lock in speed with a single tap of their e2 tic watch. Reports the screen on the e2 tic watch had gone dark and was unable to stop when needed. No injuries were reported to have occurred as a result.

Manufacturer narrative:
Report claims when attempting to lock in speed with a single tap, the device reportedly continued to increase speed. End-user stated he looked at watch and the screen was dark. End-user stated he was finally able to stop the device but was frustrated that it occurred. End-user stated they have a speed control dial they will be using but wanted to inform permobil of this event. The end-user was using an e2 ticwatch and stated that they had not had any issues prior to this one reported event. The end-user reported to permobil that the mx2 app was reportedly up to date, but that has not been confirmed at time of contact. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. As end-user was unable to confirm the version of mx2+ app, permobil is unable to reach a determination as to probable cause of reported issue without specualtion the DHR was reviewed, and device was found to have met specification prior to distribution.